Event description:
A consumer reported, she soaked her lenses overnight and when she inserted them in the morning she experienced stinging. She stated, she went to her doctor who diagnosed her with a chemical burn. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because, the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested via phone on 03/14/2011, 03/23/2011 and 04/08/2011. (B)(4).